Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that laparoscopic gastric sleeve the surgeon fired the second firing with a green cartridge across the stomach to create the sleeve and when he removed the device the inner two rows of the staple line were still in the cartridge. All six additional rows in the cartridge fired the staples correctly. There was bleeding that occurred and the site where the staples were missing. The surgeon fired another staple line with a green cartridge at that site to stop the bleeding and completed the procedure with using gold reloads. There were no noises heard and no staples or clips present where the device was being fired. There was no patient consequence reported.